Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4) the hospital reported that after the case when the patient was gone out of the room and they were cleaning up. Tech could not disconnect the vh-4020 hemopro2 adaptor lot # number 02303203 from the vh-4030 hemopro2 extension cable lot # 02307159. It disconnected with ease from the other end to the vh-4000. No patient injury the case went well with the evh system.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the lot # 02303203. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Device not returned.

Event description:
The hospital reported that after the case when the patient was gone out of the room and they were cleaning up. Tech could not disconnect the vh-4030 hemopro2 extension cable lot # 02307159 from the vh-4020. It disconnected with ease from the other end to the vh-4000. No patient injury the case went well with the evh system.